Event description:
Complainant alleged that during routine testing, the device would not charge past 50 joules, and displayed a "defib fault 78" message. There was no pt involvement during the reported malfunction.